Event description:
The patients implanted infusion system was explanted. The reason for removal was listed as, "therapy related". No additional info was provided concerning symptoms and outcome. The system was infusing morphine, dosage info was not provided. See pump MDR 3004209178200602193.

Manufacturer narrative:
This report is being sent following an internal audit. Analysis revealed a cut/slice in the catheter body that resulted in leakage. The exact timing of when the cut was make could not be determined. It is possible the cut occurred as an artifact of the explant procedure.